Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that all cartridges were not fitting on the customer's pump since receiving the pump. Additionally, the customer reported experiencing ongoing elevated blood glucose (bg) levels. Bg values not provided. Additional information could not be obtained as the customer ended contact with tandem technical support.